Event description:
It has been reported that during the case, a map shift occurred and the carto map was not reliable anymore. The customer navigated through some key points and they were not in the expected position. The carto did not show any error message. Per customer, there was a 6 degree difference in the map between the beginning of the procedure and its end. The customer was able to complete the case without relying on carto.